Manufacturer narrative:
The ventricular catheter was returned in two pieces of lengths 6.5 cm and 2.0 cm respectively. The tear site appeared to be smooth. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. There was proteinaceous debris observed on the exterior of the catheter. The instructions for use (IFU) that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the silicone elastomer catheter tubing as silicone has a low cut and tear resistance.¿ the IFU indicates that ¿the right angle clip may be used to bend the ventricular catheter to an approximate 90° angle where it exits the twist drill or burr hole. The clip may be used as a marker for planned depth of catheter insertion by sliding it the appropriate distance from the proximal tip of the catheter prior to insertion this can be done with the stylet in the catheter. After the catheter is properly positioned in the ventricle, the extra cranial portion of the catheter is pressed into the split tubular segment of the clip to form the right angle bend. Avoid stretching the catheter when it is pressed into the clip. If the catheter is to be placed in the ventricle through a tubular introducer, the clip must be removed prior to insertion of the catheter through the introducer.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016. According to the report, the device was originally set at 7 cm deep and was found to be migrating out of the ventricle. The report stated that the doctor made the pocket too big causing the device to move out of the original space. It was reported the doctor had used a right angle clip for the ventricular catheter. It was also reported that the device was explanted on (B)(6) 2016 and replaced with another ventricular catheter. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.